Event description:
Report received of an independent rate change. The device was returned to the user facility's biomedical engineering department with an unsigned note stating, "during programming, the reset button was not working. The nurse took the cartridge out and put it back in. When the nurse pushed the reset button again, the rate went from 0ml/hr to 380ml/hr". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing by the user facility, the biomedical technician was unable to duplicate the complaint. There were no reports of any adverse patient events while the device was in clinical use.